Event description:
It was reported to philips that the external paddles are damaged. There was no patient involvement. The field service engineer (fse) evaluated the device and confirmed the external paddles were damaged. Upon conclusion of the evaluation, it was determined that the external paddles require replacement. The customer was sent a quote for this part replacement. No further action at this time since it has been months that the quote was sent without a response from the customer.